Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned in a deployed state. The stent delivery wire (sdw) was kinked from 170-181cm from the proximal end. There was no damage noted to the stent. The stent introducer sheath was not returned. Functional inspection was unable to perform as stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that the operator 'prepared to use atlas stent to assist the coil embolization. Used guidewire to deliver catheter to distal of aneurysm neck and then flushed and delivered a stent. After placed it to the location, the operator deployed it. After the first section of the stent was deployed, the operator felt big resistance and the stent was not able be deployed any more. The operator tried to pull the delivery wire to reduce the tension but then he found the stent separated with the delivery wire. The operator then withdrew the delivery wire and stent out from microcatheter and used a new catheter and new stent to finish the procedure'. An assignable cause of procedural factors has been assigned to the reported event of stent partial deployment and stent deployed prematurely during use and to the analyzed damage of sdw kinked/bent and stent deployed prematurely during use as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during a neurovascular procedure after the operator placed the subject stent to the location, the operator attempted to deployed the subject stent. After first section of the subject stent was deployed, the operator felt big resistance and the stent was not able be deployed any more. The operator tried to pull the delivery wire to reduce the tension and found the subject stent had separated with from the delivery wire. The operator withdrew the delivery wire and subject stent along with the microcatheter from the patients body. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to the reported event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure after the operator placed the subject stent to the location, the operator attempted to deployed the subject stent. After first section of the subject stent was deployed, the operator felt big resistance and the stent was not able be deployed any more. The operator tried to pull the delivery wire to reduce the tension and found the subject stent had separated with from the delivery wire. The operator withdrew the delivery wire and subject stent along with the microcatheter from the patients body. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to the reported event.